Manufacturer narrative:
(B)(4)

Event description:
Patient was implanted bilaterally with two drg leads of the same lot number. It was reported that following the implant procedure, at approx. 3 hours post-op implanting physician was notified that the patient was experiencing weakness of the right lower extremity. Patient was admitted for an overnight hospital stay and stimulation was turned off. It was noted that the patient had satisfactory stimulation post-operatively; however symptoms were unchanged with or without stimulation. Patient was prescribed an oral steroid to reduce inflammation and discharged from the hospital.

Event description:
Additional information received indicated that the patient's weakness has resolved.